Event description:
The reporter indicated that the device appears to be unable to sense. The event date is estimated. There was no pt involved in this event.

Manufacturer narrative:
The observed lack of sensing was due to a malfunctinoing multiplexer, a10, on the "c" board.